Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the cad model for the probe with the orange navlock would not show the trajectory 1 view. It was noted that the cad model showed for all other views where the cad model could be displayed. The site tried cycling views and was still seeing the same behavior. There was a less than hour surgical delay and no impact on patient outcome. It was noted that to get past the issue the site verified something else, re-verified with navlock, and then the cad model appeared.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.